Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. During reprocessing, an external force such as strong rubbing was applied to the device, and the adhesive was peeled off. The adhesive was abraded and peeled off by repeatedly rubbing the device. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The light guide lens cover was dirty. Adhesive around the acoustic lens partially was chipped and had a gap. The instrument channel was perforated and had a leakage. The bending section rubber adhesive was worn and clouded. Angulation had a play. The device nut was loosened. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that there were air/water leakages or fluid invasion. The device was returned to olympus repair center. Olympus repair center found that the surface of the ultrasound probe was peeled and cracked. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.